Manufacturer narrative:
One medfusion pump was received with no physical damage. The event history log was reviewed and there were acu watchdog and primary audible alarm post errors in the history. Start-up, flow and occlusion tests were performed. The reported issue was unable to be confirmed, so the cause was unable to be determined. The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible alarm background. There was no reported adverse event.